Manufacturer narrative:
Insulin pump received with no button response due to flattened up and down button dome switch. Insulin pump received with cracked reservoir tube lip and minor scratches on lcd window.

Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 70 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.